Manufacturer narrative:
User facility mandatory medwatch report number (B)(4). The device was received. Investigation is not complete. The pump history was downloaded at the manufacturing facility. A review of history indicates on (B)(6) 2010 at 0816, the pump was powered on, there was a bar code not read alarm, a check syringe alarm and a check injector alarm. Between 0817 and 0818, a 4.5mg total was cleared, the history cleared, a custom vial confirmed, the pump programmed a custom vial with a drug concentration of 1mg/ml in the pca only mode, with a 0.4mg pca dose, an 8 minute pt lockout, a dose limit not selected and the door was locked. Between 0820 and 0940, there were eight 0.4mg pt initiated deliveries, 7 unmet pt demands, the door was opened and locked once. At 0954, the door was opened, 3.2mg shift total cleared, the door locked and opened, the device was powered off and on, and a custom vial confirmed. Between 0955 and 0956, the history was cleared, the pump was reprogrammed to deliver a custom vial with a drug concentration of 0.1mg/ml instead of the customer reported 1mg/ml concentration, with a 6 minute pt lockout and the infusion started. Between 1022 and 1422, there were five 0.4mg pt initiated deliveries and 1 unmet pt demand. At 1438, there was an empty syringe alarm. At 1500, the door was opened, there was a check vial alarm, a check syringe alarm, a check injector alarm, the settings were confirmed, the door locked, the infusion started, the door was locked and opened, a 2.4mg cleared, the door locked and the infusion started. At 1501, there was an infuser paused alarm and the infusion started. Between 1523 and 1655, there were five 0.4mg pt initiated deliveries. Between 1726 and 1738, there was one 0.1mg pt initiated delivery, the door was opened, a 2.3mg shift total was cleared, the door was locked, there was an infuser paused alarm and the infusion started. Between 1833 and 1845, there was an empty syringe alarm, the door was opened and locked 3 times, there were 3 check settings alarms, a check vial alarm, a check syringe alarm, and a barcode not read alarm. At 1850, the door was opened and the device powered off. A review of the device history indicates the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
User facility mandatory medwatch was received that stated: "pca pump appeared to deliver a higher dose of a narcotic than what the pump was programmed for. The rn programmed the pump per orders, had another rn double check her settings and started the infusion. She was alerted by a colleague that the pca syringe was empty/pump beeping well before it should be. She did direct observation on the settings, which were correct, but appears the pump delivered a higher rate than what was entered. No tubing/syringe leaks noted, the pump was set correctly, no pt harm was noted and the pump, tubing was immediately replaced." Upon further query, the following info was provided that indicated the pt received more medication than intended. At an unspecified time, the pump was programmed to deliver dilaudid 1mg/ml in the pca+continuous mode with a continuous rate of 0.1mg/hr, a 0.4mg pca dose, and a 6 minute pt lockout and the delivery was started. No further programming parameters were provided. The customer contact reported that at 1606, a new 30ml vial was placed and the previously programmed parameters were verified by 2 nurses. At 1834, the nurse cleared a 2.3mg shift total. At 2000, during the shift change, the pt's family notified the nurse that the pump was "beeping" and the vial was empty. The customer contact reported that 2 nurses again verified that the programmed settings were correct; however, the vial was empty instead of 27.2ml remaining as expected. The customer contact reported that pt's blood pressure (bp) was "90-60's which was not vastly different from before." The physician was notified. The therapy was held until the pt's systolic bp was greater than 100mmhg. The pump was removed from clinical service. At 2223, therapy was resumed using a replacement pump. The customer contact reported the pt lock out was programmed for 10 minutes instead of the previously programmed 6 minutes. Info was requested from the customer contact regarding the programming parameters and the tubing set that was in use at the time of the event. No response was received. Hospira is continuing to investigate.